Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. They reported that there was a shock from the internal device. The patient underwent an MRI for the neck. The device was placed in MRI mode for a full body compatible scan prior to the scan. After the MRI the device was placed back into normal mode and the patient went home. A few days later they reported burning, shocking pain over the device and pocket site. Troubleshooting was performed. The device was turned off after the report of shocking pain by the healthcare provider (hcp). The patient then asked to come into the office to check lead impedance, which was normal and the patient reported turning off the device had removed the pain. Turning the device back on in the office resulted in pain to be felt again. The cause was not known. It was unknown if the issue was resolved. The rep reported the patient experienced other additional surgical intervention on (B)(6) 2026. The hcp had requested the device to be explanted, both the lead and the battery. The date was unknown of the explant. Re-trial was attempted and planned.